Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly on the display or button error alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was attempting a bolus and the numbers kept scrolling up. Customer's blood glucose reading at the time of the call was 215 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.